Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle arthroscopy the tip broke inside the patient. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-7300rbe batch 15049234 was received for evaluation. Upon visual inspection, the outer tube appeared to be bent. Further evaluation revealed that the inner tube was broken; only half of it remained attached to the hub. Functional testing could not be conducted because the inner tube was broken. The most likely cause(s) of the reported failure is user error, such as prying/leveraging the device or using it without irrigation. Dfu-0215-eor0.2_fmt_en. F. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.